Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The elevator was returned without packaging. The elevator was visually evaluated and the tip was found to have been broken off. There are scratches and normal signs of wear indicating the use of the instrument; no discoloration was observed. The device history record (DHR) was reviewed and no discrepancies were found.. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive force. The instructions for use states in the section titled warnings and precautions: ¿the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip¿ this elevator is not intended for use when removing a tooth that is not loose in the socket.¿ a summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported during an extraction of impacted wisdom teeth, the elevator was used to loosen the teeth from the periodontal ligament; the teeth were not already loosened in the socket when the elevator was used. This event resulted in the tip of the elevator being broken off. The fractured tip was easily removed by suction. No adverse events have been reported as a result of the malfunction.